Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation. The reported event could not be confirmed as the device was not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of loose power port connectors may be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s controller had loose power ports. The controller was exchanged. No patient complications have been reported as a result of this event.